Manufacturer narrative:
(B)(4). Eval summary: the self expanding stent system (sess) was returned with blood on the handle. There was no saline visible. The stent implant was stationary on the shaft between the markers. This is consistent with the reported info that the sess was inserted into the body. Factors that would restrict the rotation of the thumbwheel, preventing deployment of the stent include, but are not limited to, mfg (damaged handle assembly), kinked shaft, sticky blood, handling during removal from packaging, amount of support provided when loading the catheter onto the guide wire, tortuosity, pt anatomy, and support provided during the procedure. The analysis noted there was 1.5 mm of the distal end of the stent exposed from the sheath and was retracted 7 mm proximal to the tip. There was no damage noted to the stent implant and sess. The handle lock was in the unlocked position and the stylet was returned advanced through the guide wire lumen. The handle was opened and the rack was retracted 7 mm proximal to the thumbwheel with no damage noted to the internal mechanisms. After the handle was re-assembled, the thumbwheel was rotated and deployed the stent implant with no resistance noted. Therefore, the reported failure to deploy could not be confirmed. Additionally, the reported info stated that there was no reported partial deployment of the stent or stent exposure. This suggests that the noted partial deployment most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for eval. Although a conclusive cause could not be determined, the reported failure to deploy could not be confirmed and there are no indications of a product quality deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. During production, mfg 100% visually inspects the handle parts before and during assembly, 100% functionally inspects the rotation of the thumbwheel; and 100% visually inspects for damage prior to loading the stent delivery system into the dispenser coil and being packaged. Additionally, a sampling of units is destructively tested to verify stent deployment force prior to release of the lot.

Event description:
It was reported that the absolute pro stent could not be deployed, because the roller release (thumbwheel) was stuck. There was no reported partial deployment or stent exposure. The device was easily removed from the pt. Reportedly, there were no adverse pt effects. Though requested, no additional event or pt info was provided. The analysis of the returned device revealed the distal end of the self expanding stent was partially exposed.